Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 488.076, lot 57p2068: manufacturing site: mezzovico. Release to warehouse date: may 19, 2020. A manufacturing record evaluation was performed for the not sterile device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: an alveolar distractor was returned for investigation with the reported condition of not proper functioning. The distractor was forwarded to the manufacturing site and was checked for conformance to the specifications. The review of the device history record (DHR) revealed that this distractor was manufactured in may 2020 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The functionality of the device with respect to the complaint condition has been verified re-inspecting the dimensional features which determine the functionality of the involved item: no nonconformance identified. Functionality test cannot be performed because item has been returned with the distraction mechanism completely blocked post-production. The original functionality of the distraction mechanism was tested at the time of manufacturing as part of the in-process verification performed and no anomalies have been reported on the DHR. The returned part was re-inspected for all the features relevant to the complaint condition. The measurable features have been found conforming to manufacturing specifications. No manufacturing related issues that would have contributed to this complaint were found. The exact cause of failure could not be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, a day prior to the surgery the alveolar distractor jammed and failed be restored to its original length for further lengthened. The distractor jammed during testing. A spare alveolar was available in the set and was used in surgery instead of the faulty one. The defect was identified before surgery, no patient adverse effect was observed from the faulty distractor. This report involves one (1) ti alveolar distractor with straight plate 16mm. This is report 1 of 1 for (B)(4).